Manufacturer narrative:
In previous report b5 captured incorrectly and it is corrected in this report. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. During the evaluation, dust was observed. Additionally, error codes were found. The device was corrected. In previous report in box h evaluation results code grid, component code grid and conclusion code grid are captured incorrectly and those were corrected in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, error codes were found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.